Manufacturer narrative:
(B)(4). Batch # p57m5k. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload not loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition a sterile cartridge cr40g, batch m52f2f, was received. The device was tested for functionality with the returned reload b reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p57m5k. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Additional information was requested and the following was obtained: what were the indications for surgery? The patient suffered from diverticulitis. Did the patient receive any pre-operative radiation or chemotherapy? No radiation or chemotherapy. Was the tissue noted to be thin and friable or unusually thick? Tissue seem normal not usually thick or thin. What is the surgeon¿s experience with the device? Surgeon is experienced with the device. It was reported that the device only fired on one side. Could you clarify if this is the proximal or distal staple line? The staple line looked good on the proximal side but not fire on the distal side. Which was the actual side that was fired on? Proximal or distal? Did the surgeon intend to take the transection in one or multiple firings? He fired the device 3 times prior in the case with no issue on the 4th fire is when the issue occurred. What is the current patient status? The patient is home and fine but does have a colostomy. The device will be returned.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the 1st firing using a green reload had a leak at the anastomosis. The 2nd firing with another reload only fired on one side again causing leakage. There was not enough tissue left to make another attempt, nor were there any more devices and the patient required a colostomy.